Manufacturer narrative:
The tablet screen goes white during scans. There was an issue with the tablet. The corrective measure for the ticket was to replace the tablet. No harm to the patient or users.

Event description:
The tablet screen goes white during scans.